Manufacturer narrative:
Pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 118 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.